Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, pain, increased sensitivity, swelling. 2 implats placed the same day, one loss with symptoms and the other loss asymptomatic. (B)(6) and (B)(6) are the same patient.